Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the tip of the ar-13995n, multifire scorpion needle broke while passing the sutures during a rotator cuff repair procedure. The sales rep reported the broken needle tip could not be retrieved. Additional information received on 12/18/2019: the rep reported the surgeon scoped searching for the broken needle point for approximately 30 minutes, but it could not be retrieved. No unplanned incisions were necessary, and a second ar-13995n (lot: 10366825) was opened and used to complete the procedure. No portions of the complaint device are available to return for evaluation, as the remaining portions were discarded by the facility.